Event description:
Alleged the right head obstacle detect wire was worn through, exposing bare wiring, due to the wire rubbing against the caster.

Manufacturer narrative:
The biomed replaced the obstacle detect cable to repair the bed.